Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted using a proglide device relative to an endoprosthesis implantation procedure. Reportedly, it was not possible to close the proglide foot. A surgical access was performed to remove the device and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Although the foot was successfully retracted during returned device analysis, the returned device condition is consistent with the reported event; as such, the reported difficult to remove and foot retraction problem was confirmed. The reported difficult to remove and foot retraction problem appear to be related use technique such that the device was used out of sequence. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: proglide suture placement was attempted via a 6f sheath using the pre-close technique. The proglide device was removed using surgical cut down.